Event description:
Pt reports that her cadd ms3 pump serial number (B)(4) presented with an error that told her it needed maintenance 'about 6 days ago' - she could not provide me the exact error code - it just keeps beeping and saying to return it for maintenance - the pump was hooked up to the patient at the time, but no harm done to patient - she hooked up her working pump immediately - shipping patient a new pump for tomorrow and she will return the damaged pump - no further information available. Diagnosis or reason for use: i27.21 secondary pulmonary arterial hypertension.